Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n449075, implanted: (B)(6) 2014, product type: screening device. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported by the patient that their stimulation was on, but it felt like it intermittently skipped; the pulses skip. This had been happening for a couple of weeks. They note that this issue was not a nuisance but that they wanted to make sure that this was normal. They mentioned that they had seen their physician and they had stated that they had never heard of this happening. Relevant medical history includes spinal pain. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.